Event description:
The manufacturer received information alleging coughing; burning/smoke/electrical odor; nasal/throat irritation or soreness; device has strange odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 10, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging coughing up phlegm, or soreness, device has a strange odor, have nasal/ throat irritation related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed the following from an internal investigation found an unknown dust contaminant on the flip doors, ui panel, bottom enclosure, blower, and blower seal. A keratin-like substance was observed on the blower box outlet, addresses the issue of keratin. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown and they were unable to directly address the symptoms described. Sections d8, d9, h2, h3, h6 has been updated in this report.